Event description:
Using the bovie unit and had the hand held bovie and foot control bovie both connected. Foot control unit was for the suction bovie used on t & a's. Somehow the foot control activated with the hand held and this was not supposed to happen. The physician was not using the foot control switch at that time. Surgical tech was holding the suction bovie in the mouth to suction. When foot control was activated accidently it caused a small burn to pt's right lower lip in 2 places. The physician treated with polysporin and does not expect it to be a problem.